Manufacturer narrative:
Failure analysis: the insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The insulin pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken insulin pump and blood glucose was low, insulin pump was still working and reservoir was stuck. Customer's blood glucose value was 3.1 mmol/l at the time of the incident. Customer will return device for analysis.